Event description:
It was reported that the patient's device did not work for him and had been a nuisance for him more than a benefit. The patient was looking for a physician to remove the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).